Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that the lead was explanted due to loss of capture. The patient was reportedly practicing shot put.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The conductor coil was found fractured in the distal end region, which is assumed to be the root cause of the reported loss of capture. The damage most likely occurred due to mechanical stress in the implanted state. Furthermore, the fixation helix was found bent, which most likely resulted from the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.